Manufacturer narrative:
This report was initially submitted following notification from a customer in india regarding two (2) misidentifications of mycobacterium chelonae as mycobacterium abscessus in association with the vitek® ms instrument (ref 410895). The misidentifications were identified during review of a scientific publication entitled, "epidemiology and risk factors associated with ntm pulmonary and extrapulmonary infections in a high tuberculosis endemic region". Both isolates were identified by hain cm as m. Chelonae, but were identified as m. Abscessus by maldi-tof ms. The manufacturer instructions for use were said to be followed: there is nothing which contradicts this in the publication. Additional information was asked to local customer service (lcs) in order to investigate on the quality of spectra. However, lcs informed biomérieux that the vitek® ms pc having the associated mzml files (of three years previous) had been replaced by the field service engineer (fse). Therefore, additional data could not be provided for the investigation. The identification quality could not be analyzed. Based on the rules for closure of our local procedure, a decision was made to close the investigation due to impossibility to investigate. Without the customer¿s raw data, no investigation can be done.

Event description:
An internal complaint was initiated following a review of a scientific publication entitled, "epidemiology and risk factors associated with ntm pulmonary and extrapulmonary infections in a high tuberculosis endemic region" by wani, sr et al. This publication noted two (2) misidentifications of mycobacterium chelonae as mycobacterium abscessus in association with the vitek® ms instrument (ref 410895). The study compared identification results of the genotype mycobacteria cm assay to those obtained by the vitek® ms when testing non-tuberculous mycobacteria (ntm) samples. Out of 60 ntm isolates analyzed with the vitek® ms, the vitek® ms obtained misidentifications for two (2) of the isolates. It is not stated if the two isolates that were misidentified were collected from different patients or from the same patient. There is no indication or report from the authors that any results obtained during this study were used for diagnosis and/or treatment decisions for any patients. A biomérieux internal investigation has been initiated.